Manufacturer narrative:
Alleged failure: remove a piece of metal that had been left inside a patient. Probable root cause: design: -inserter/implant not compatible with guide. -inserter material/design too weak. -inserter shaft cannot bend around curved guide. -drill not designed to center hole with respect to guide. -guide mouth not designed to grip bone. -guide not able to be gripped tightly. Process: -inserter, implant, and/or guide manufactured out of spec. -anchor coating process out of specification. Application: -excessive force impacting inserter. -movement of guide out of orientation to pilot hole. -use of wrong drill.. Lot number is unknown; therefore, manufacture date can not be confirmed. The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that a revision surgery was needed due to a piece of unintended material remaining in the joint from the original procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a revision surgery was needed due to a piece of unintended material remaining in the joint from the original procedure.